Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise and double counting of a slow ventricular tachycardia (vt) on the rate/sense channel exhibited by this defibrillation lead. The noise was oversensed, and resulted in the patient receiving inappropriate shocks, and ventricular pacing inhibition.